Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos and 1 partial sample submitted for evaluation. The reported issue of blood excess / splash / spill / exposure was not confirmed upon inspection of the photos and sample. Analysis of the sample photos only showed the packaging of the product. The returned sample was observed to have been returned incomplete, since it was missing the assembled catheter adapter. Without the catheter adapter, the necessary leakage testing to confirm this defect could not be performed. The other components on the returned sample were all found to be within proper manufacturing specifications. Bd could not determine a manufacturing related root cause since the reported defect could not be evaluated during the examination of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported by the nurse while using the bd cathena¿ safety IV catheter with bd multiguard¿ technology blood shot out of the needle. The following information was provided by the initial reporter: the nurse started an 22g IV and the blood shot out of the end of the needle not the hub but the end of the needle.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the nurse while using the bd cathena¿ safety IV catheter with bd multiguard¿ technology blood shot out of the needle. The following information was provided by the initial reporter: the nurse started an 22g IV and the blood shot out of the end of the needle not the hub but the end of the needle.